Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and the white twist sleeve was observed separated from the light blue mainbody due to the broken occluder foot beneath the white twist sleeve. During functional testing, an internal leak through a closed clamp was observed due to a broken occluder foot. No external leak was observed. The reported condition was verified. The cause of the damage could not be determined, however; exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was separation between the main body (light blue) and twist clamp of the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.